Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and r-wave amplitude variation. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The reported events of failure to capture and r-wave amplitude variation were not confirmed. Visual examination of the lead did not find any anomalies. The measured helix extension length was within specification as received. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a remote follow-up, increased capture threshold which resulted in loss of capture and decreased sensing were detected on the right ventricular (rv) lead. The suspected cause of the event was dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.